Manufacturer narrative:
An event regarding revision involving a mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#delta v-40 ceramic head 28/+4; cat#6570-0-228; lot#18360751. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Pt. Presented with a draining surgical wound of the left hip. Dr. Opted to perform an "extensive I&d" and swap out the head and mdm components. No complaints have been filed against the components themselves, no further info available.